Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during insertion of the supracore guide wire through the 7fr sheath, the coils were noted to be stretched and unraveling. The guide wire was then removed; however, a hematoma was noted at the access site. Pressure was applied and the hematoma resolved. Per the physician, the hematoma was not related to the guide wire. The procedure was completed with a new guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual inspection was performed on the returned wire and the reported break and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported coil break and stretched coils appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.